Manufacturer narrative:
Correction: omit 30914 from concomitant products on initial report. The customer¿s report of a leaking extension set was neither confirmed nor replicated. Functional testing was performed on the suspect filtered extension set both separately and with an unused sample of the reported concomitant set model. No leaking was noted from either set or at the connection. The root cause of the reported leak could not be determined.

Event description:
The customer clarified that the leak is at the "top of the lipid filter" (inlet port). The leak does not occur during priming, and the customer can replicate the leak when clamping the line.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that there is a leak at the inlet part of the filter when the tubing is clamped. This leak does not occur during priming, only when clamping the line. There was no report of patient harm.